Manufacturer narrative:
It was reported that the ventilator took tests randomly. No failures could be seen in the device logs at the reported event. According to provided information, a pre use check was performed and passed the test. No abnormal found during ventilation for 24 hours. The ventilator is restored and functional. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator took tests randomly. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).